Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia on (B)(6) 2023. The patient reported that their personal diabetes manager (pdm) would no longer turn on and they did not have a backup method to deliver insulin. The patient reported that they did not have time to wait for their pdm to be replaced and called 911. The patient's blood glucose levels reached 322 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting, and thirst. The patient was treated with insulin and fluids. The patient also spoke with their endocrinologist, and they were able to plan for multiple daily doses of insulin until they receive their replacement pdm. The pod was removed before the patient sought treatment at the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158